Manufacturer narrative:
No information/unknown. No information.

Event description:
According to the complaint a needle stick incident occurred in july. When the nurse used the sampler, she did not follow the proper handling procedure, when she re-capped after sampling. Then she sticked her finger by herself. She wore gloves and the blood was not specific hazard full. As a result, there was no infect.

Manufacturer narrative:
Investigation of the event has concluded that the needle stick incident happened because of use error by the operator. Users at the customer site were retrained in dept, incl. The nurse who got stung, about the proper handling and other sampler with safeguard device were introduced.